Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise which led to pacing inhibition and failure to sense. It was later discovered that the ra lead was fractured. The patient was asymptomatic. The ra lead was capped and replaced successfully on (B)(6) 2023. The patient was stable throughout the procedure.